Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient and fell and may have lost consciousness. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts noted several pacemaker mediated tachycardia (pmt) episodes recorded in the device history. However, ts discussed that this is unlikely related to the syncope. Ts discussed possible programming changes to mitigate further pmt episodes. This device remains in service. No additional adverse patient effects were reported.